Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number /qty of devices (total qty actually involved with reported issue) that failed during this one event report/procedure for each issue(needle pull off and/or suture breakage) from the same lot reported? According to the customer, the issue occurred with 23 sutures during an unknown number of procedures. The 23 sutures are not available for analysis (discarded) but some samples from the incriminated lot will be sent. The surgeon used sutures of 2 boxes from the same lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that ¿according to the customer, the issue occurred with 23 sutures during an unknown number of procedures¿. Were any of these events reported to ethicon? If so, please provide the pc numbers. If the complaints have not been reported and if more than one patient was involved, please add a product complaint (pc) to capture each patient event as per procedure. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental implantation procedure on an unknown date and suture was used. During the procedure, the needle pulled off the thread or the thread broke on contact with the saliva. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis an opened box with thirteen unopened samples of product code vr2297, lot al1252. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were noted. Functional tests were performed and the pull force and tensile strength force were above the minimum requirement. According to the sample condition the assignable cause of the performance pull off suture needle and performance breakage suture cannot be determined since no defects were observed on the packet or the suture. A manufacturing record evaluation was performed for the finished device al1252 number, and no non-conformances were identified. Representative samples returned to support the investigation of 4 device issues captured in 2210968-2019-82352, 2210968-2019-82279 and 2210968-2019-82280. Analysis results have been included in follow ¿ up reports for each.